Event description:
During the procedure, there was no communication between the touch screen computer and the stimulator. Error messages displayed reading "ep-4 is off" and ep-4 hardware is not responding". The systems were restarted and operating as designed, but after 5 minutes the connection was lost and the procedure was cancelled.

Manufacturer narrative:
One stimulator was received into the lab for analysis. The stimulator successfully established connection and passed the power on self-test (post) upon applying ac power. Functional testing verified consistent current output from all channels and user input communication with the touchscreen. Based on the information provided to abbott and the investigation performed, the reported event of communication issue was not confirmed. The stimulator established and maintained consistent communication with the touchscreen computer. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures.